Event description:
Telemetry box found malfunctioning, tracing went off screen. Upon nurses inspection, there was a hole about the size of a dime that melted to the exterior of the unit. Box was hot to touch and it smelled like burning plastic. There was no harm to the pt.